Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the ventricular channel during ventricular high rate episodes. The patient's right ventricular lead was capped and replaced due to upgrade to a cardiac resynchronization therapy defibrillator system. No patient complications have been reported as a result of this event.